Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device had premature battery depletion. The patient will return to the clinic in three months for a device check. The device remains in use. No patient complications have been reported as a result of this event.